Manufacturer narrative:
The doctor reported that the inner cannula became dislodged from the silicone sleeve and protruded through the aspiration port. This did not impact the patient. The doctor reported similar malfunctions on two other procedures that also did not result in harm to the patient. The device was not returned for evaluation therefore the complaint cannot be confirmed. This is the third of four reports.

Event description:
The facility reported that the surgeon experienced a dislodged cannula during the I/a portion of cataract surgery that did not impact the patient. The doctor reported similar malfunctions on three other procedures that also did not result in harm to the patient. This is the third of four reports.